Manufacturer narrative:
Document review: quadra c cemented femoral stem size 1- ref. 01.12.041 / lot 111634 (50 stems produced) : all parameters were found to be in accordance with the specifications valid at the time of manufacturing. The washing cycle for metal components was run according to specifications and no alarm or deviation occurred during operation. The sterilization cycle was performed according to specifications valid at the time of production. The 32 stems belonging to this lot have been already implanted and no incidents have been reported up to now. The reason of the fracture is unknown; from the data collected, there are no evidences that the event is device related.

Event description:
Patient had a fracture of the femoral shaft. The stem quadra c was removed and replaced by another quadra c. A cable was used to fix the fracture. We were informed on (B)(6) 2012 only.